Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, the lower arm that is part of the side rail assembly was broken in two pieces. Additionally, the side rail panel was loosened. According to the instructions for use for citadel plus bed (IFU 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was damaged. The device was not in use when the issue was detected. The complaint was decided to be reportable due to the side rail partial detachment.

Event description:
The side rail panel partial detachment was observed by the arjo representative. Based on the photographic evidence provided the lower arm that is part of the side rail assembly was broken in two pieces. Additionally, the side rail panel was loosened. No patient was involved when the issue was detected. No injury was claimed.